Event description:
On (B)(6) 2013, follow up with the physician's office was performed to find out why the patient's lead was explanted in 2002. During the call, it was stated that, per the physician's notes dated november 2002, the lead impedance was high and stimulus was beyond. The last x-rays taken before this date were in october 2002, but there was no indication of a lead fracture in these images. Per the report, the "wires"; appeared to be intact, though some portions of the lead could not be seen with certainty. The physician had no other information to provide. The device was explanted on (B)(6) 2002, but the hospital does not return explanted devices. Review of the device manufacturing records for the lead confirmed that the lead met all final specification testing prior to distribution. No other information has been provided.

Manufacturer narrative:
Analysis of programming history and review of manufacturing records. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a serious injury.